Event description:
As reported, a 9mm x 40mm precise pro carotid self-expanding stent (ses) delivery system could not be released. Additionally, the delivery system could not be removed; however, it was able to be removed in one piece. There were no reported injuries to the patient. A non-cordis carotid artery stent was used to complete the procedure. The procedure targeted carotid artery stenosis, with the vessel at the target site showing mild calcification and mild tortuosity, and a stenosis percentage of 70%. The device was stored and prepped according to the instructions for use (IFU). The device's handle was held flat and straight outside the patient, and the stent was not partially deployed during the procedure. The stent was properly mounted on the delivery system when removed. An attempt was made to deploy the stent outside of the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, a 9mm x 40mm precise pro carotid self-expanding stent (ses) delivery system could not be released. Additionally, the delivery system could not be removed; however, it was able to be removed in one piece. There were no reported injuries to the patient. A non-cordis carotid artery stent was used to complete the procedure. The procedure targeted carotid artery stenosis, with the vessel at the target site showing mild calcification and mild tortuosity, and a stenosis percentage of 70%. The device was stored and prepped according to the instructions for use (IFU). The device's handle was held flat and straight outside the patient, and the stent was not partially deployed during the procedure. The stent was properly mounted on the delivery system when removed. An attempt was made to deploy the stent outside of the patient. The device will be returned for evaluation. The device was returned for analysis. A non-sterile ¿precise pro rx us carotid syst¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation and thoroughly inspected, revealing no damage. A dimensional analysis measured the outer diameter (od) of the outer member along the first 2.5 inches from the distal tip, and the measurements were within specification. A functional evaluation of the deployment mechanism was attempted. During this process, significant resistance was encountered when trying to push the stent according to the instructions for use (IFU). Microscopic techniques showed that the deployment mechanism was being activated, but the stent was not moving distally as expected. The unit was then washed in an ultrasound washer, as microscopic analysis revealed possible biological material around the hypotube, which could have been causing the resistance. Despite this cleaning, the resistance persisted. A second deployment attempt resulted in the separation and kinking of the unit¿s shaft. The kinked portion was dissected to identify any conditions that might have caused the kinking, possibly due to high resistance in the affected area. Brown matter was observed in the interstitial space between the shaft and the hypotube. This matter was sent to the analytics lab for fourier-transform infrared (ftir) analysis. A microscopic analysis of the separated section of the outer sheath showed plastic deformation at the separation border, indicating that the material was subjected to tensile overloading. The ftir analysis suggested that the brown contaminant included biological waste, as key bands for identifying biological samples were found in the spectra. The reported ¿stent delivery system (sds) ¿ deployment difficulty - unable¿ and ¿stent delivery system (sds) - withdrawal difficulty - from vessel¿ were confirmed, as the system presented a strong resistance related to the mobility of the deployment mechanism and the stent was unable to be deployed. However, the exact cause cannot be conclusively determined. Several factors are being considered and further investigation is required to find a definitive root cause. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported as further investigation is warranted. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available and product analysis suggests that the event experienced by the customer needs further investigation to determine root cause. Therefore, an investigation has been initiated.